Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for the call was the patient was trying all day to charge their stimulator. Finally they got the stimulator charged up to 50% and then couldn't get it to charge any further. The therapy was turned off and they tried to turn it on but it wouldn't let them do that either so they needed help. Patient wanted to get the stimulator charged and turn the therapy on. Patient had the issue recharging the stimulator today and the last time they recharged with was about two weeks ago. Patient wanted to know why it took them all day to charge. It was losing connection constantly. Patient repositioned the recharger and it gets it. Patient charged for a couple minutes and then lost connection again. It had been doing it all day. Patient started at 10am and now it's 3pm, and it's still not charged. Agent walked patient through connecting the recharger to the stimulator using the recharging application. Patient got excellent connection and 60% charge. Patient said they meant to charge yesterday but ran out of time and didn't charge and the stimulator was dead today. Today when they went to connect the recharger to the stimulator it connected right away but wouldn't stay charging. Whereas before it wouldn't connect but then the next day it connected and charged within an hour. Before we ended the call the stimulator went to 70% charge. Agent told the patient after they charged the stimulator to 100% they would need to use the communicator and handset in the micro my therapy application to turn the therapy back on. Agent told patient they would probably get a por which they would have to clear first. Additional information received indicated that the patient stated being able to charge ins to 100% but handset was showing " data lost". Agent redirected patient to hcp.